Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 12/16/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/05/2017 software analysis was unable to determine probable cause with the information provided. This issue was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site registered nurse (rn) that two weeks prior, the site's navigation system mouse was moving slow and the navigation system had become responsive. This issue was reported to have occurred while the site was attempting to load a disk preoperatively. No further details regarding this issue were provided. There was no patient present when this issue was identified.